Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 28mm bioprosthetic mitral valve, implanted approximately twenty two (22) days, was explanted due to unknown reasons. The explanted device was replaced with a 31mm bioprosthetic valve.

Event description:
Edwards received information that a 28mm annuloplasty ring, implanted approximately twenty two (22) days, was explanted due to severe symptomatic mitral valve regurgitation. Operative findings indicated a complete dehiscence of the primary repair of the posterior leaflet with virtually absent leaflet tissue medially, where the lateral edge of the p2 scallop and the p3 scallop would have been noted, which relates to a wide open mitral valve regurgitation. Postoperative transesophageal echo showed a well-seated biprosthetic valve in the mitral position, without evidence of perivalvular leak. Patient was transferred in hemodynamically stable condition to the surgical intensive care unit and discharged on post-operative day #4.

Manufacturer narrative:
Device not returned. (B)(4). The device was not returned to edwards for evaluation as the hospital confirmed that it is not available. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Attempts to obtain further information and device return are in progress. Without the return of the device or additional information, edwards is unable to investigate root cause for the explant. Should new information become available or the device is returned, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Sections b5 and d2 were corrected to reflect the correct device, annuloplasty ring. This event relates to inadequate mitral valve repair with an annuloplasty ring and is not deemed as reportable per edwards assessment.